Event description:
The pt reportedly experienced intermittencies, followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Advanced bionics is in the process of gathering more info. Once more info is received a supplemental report will be submitted.